Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time as patient has not provided consent to obtain further information. Reason for reoperation: lymphoma - alcl and seroma - late. Explanting physician contact information: name: dr. (B)(6). Phone: (B)(6). (B)(6) road. University hospital (B)(6).

Event description:
Healthcare professional reported via regulatory agency "left implant uss aspiration confirmed alcl. Cd30 strongly positive. Alk negative. Cd4, cd43 and perforin all positive. Some cells also positive for cd2 and granzyme b". The device has been explanted.